Event description:
It was reported to tyco/kendall healthcare in 2005 that a customer had a problem with the dual lumen PICC catheter. The customer alleges "a hole developed in the dual lumen PICC catheter at the stabilizing wing, the catheter was removed with no patient injury."